Event description:
The caller indicated that the patient has an interesting and challenging situation. The patient did well after surgery and first programming. After second programming "everything fell apart". The caller reported that when charging the ins(implantable neurostimulator) turned off and the skin around the ins has been getting warm during charging. After the caller described the issue the caller indicated that the patient has a (B)(6) ins. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).